Manufacturer narrative:
Section d4 and h4: correction manufacturer's investigation conclusion: a specific cause for the report of cecal perforation could not be conclusively determined through this evaluation. In addition, a direct correlation with (B)(6) could not be conclusively established. The patient remains ongoing on (B)(6) and there is no product available for investigation. The heartmate 3 lvas lists multiple adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient had fecal perforation and increasing abdominal distention. Abdominal re-exploration was performed where a perforated bowel was discovered. The patient left with discontinuity and open abdomen. An exploratory laparotomy, abdominal washout, small bowel resection, creation of end ileostomy, and creation of colonic mucus fistula done on (B)(6) 2018. The ileocecostomy for fecal perforation was thought to be secondary to ogilvie¿s syndrome. On (B)(6) 2019 the patient had an ileostomy/colonic mucus fistula takedown, as well as an open ileocolonic anastomosis. The procedure was complicated by bleeding from the surgical site and hemorrhoids. The patient received 2 units of packed red blood cells (prbcs) and was discharged on (B)(6) 2019. On (B)(6) 2019 the patient called to report further bleeding from hemorrhoids. On (B)(6) 2019 the patient reported bowels had started to move and no further bleeding was seen from the hemorrhoids. On (B)(6) 2019 the patient presented to the emergency department with anemia thought due to hemorrhoids. 2 units were transfused and the patient was discharged home.